Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted to review the device data and determined the inappropriate shock was due to a slight loss in amplitudes, myopotential oversensing and some t wave oversensing. Ts provided troubleshooting options and recommended getting x-rays. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.). Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted to review the device data and determined the inappropriate shock was due to a slight loss in amplitudes, myopotential oversensing and some t wave oversensing. Ts provided troubleshooting options and recommended getting x-rays. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated in the clinic. Troubleshooting was performed and noise was observed on the secondary and alternate vector, when the patient was pushing and squeezing her hands together. Auto-setup was performed and the device failed in primary due to low r waves, however, passed in secondary and alternate. The device was programmed to alternate and smart charge was extended. At this time, the device remains in service. No adverse patient effects were reported.